Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3387-28, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a dystonic storm after an unrelated procedure. The healthcare provider did an impedance test and noted that one side was out of range. It was stated that the patient had many falls and other events that have appeared and the healthcare provider noted that this was caused of mechanical damage. An impedance test and x-ray were performed and it was found that the lead was broken. The lead was not in the connector of the extension, further invasion was necessary to find the lead. The insulation of the lead was destroyed thus causing the shorts in the impedance test. The lead was replaced. The issue was unresolved at the time of the report.

Manufacturer narrative:
Section d information references the main component of the system and other applicable. Components are: product ID: 37085-60, lot# serial#: (B)(6), product type: extension, product ID: 3387-28, lot#: 0202662519, implanted: on (B)(6) 2020, explanted: on (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received: it was reported that the hcp made another interventional stereotactic surgery to explant the lead and extension. The lead would not be returned.

Manufacturer narrative:
Section d: correction to device information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.